Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant of this patient's new implantable cardioverter defibrillator (ICD), the pocket had been closed, and additional shock lead impedance testing was performed which revealed out of range shock impedances of greater than 125 ohms, exhibited by this transvenous defibrillation lead. The pocket was subsequently reopened and it was found that the distal df-1 setscrew had not been tightened down. No adverse patient effects were reported.